Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultrasmart meter had an "apply sample" issue. The pt indicated that the alleged meter issue started on an unspecified date 3 weeks prior to contacting lfs the same day. At around 11:30 pm the day prior, the pt claimed that she developed symptoms of shakiness, blurred vision, and dizziness. The same night, the pt administered self-care by taking her usual dosages of diabetes medications. The pt took 1 pill of metformin and 30 units of lantus insulin. The alleged meter issue was resolved the troubleshooting. While speaking to the one touch customer advocate (otca), the pt was able to test her blood glucose and got a result of "407 mg/dl." The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product (s) that do not pass inspection in a supplemental report.